Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3199701): 1)this batch of products were assembled at intima ii auto line 4 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, and no leakage is found at the connection between the pp connector and the prn. Please refer to the attached test report. 4. Sku#383007 is an intima ii product (pvc extension tubing), which can be connected with iso luer joint and is not declared to be used for high-pressure injection and the intended use is the intravascular administration of fluids. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): due to no abnormalities in the process and retained sample, no similar complaints from other hospitals about this batch of products, the product is not suitable for high-pressure injection, and the high-pressure injection joint and connection conditions are unknown, it cannot be confirmed that this complaint is related to the quality of the product.

Manufacturer narrative:
The following information was provided by the initial reporter:

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leaked with power injector the following information was provided by the initial reporter: on (B)(6) 2024, during the patient's coronary cta injection of contrast agent, the indwelling needle separated from the high-pressure syringe, causing the patient's venous blood to drip out of the body. The contrast agent was not injected into the body in sufficient amount, affecting the examination results. Immediately, the second inspection was successful.